Event description:
Recalled abbott test strips. On (B)(6) 2010, I called abbott to request replacement of 300 recalled precision extra diabetes test strips. Was told someone would contact me within 24 hours to arrange for replacement of the test strips. I did not hear from abbott. On (B)(6) 2010, I called abbott again. The rep promised that someone would get back to me that day. They didn't. Today I had to purchase new test strips as I have no faith in the recalled product. I test my blood sugar four times a day and these strips are a significant expense. Abbott has shown no effort to replace the recalled strips. Please look into this problem. Regards, (B)(6). Dates of use: (B)(6) 2010. Diagnosis of use: testing blood sugar.